Event description:
Following shoulder surgery, the pt was not getting stimulation like she used to: additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)